Event description:
It was reported that cefepime cadd has almost a full bag of medication remaining. Pump was programmed correctly. Outer lumen of port that cadd was connected to did not flush and had no blood return. Provider notified and plan is for patient to have a port study done. No additional information available.